Event description:
It was reported by the patient's representative that the patient had a stroke almost two years ago that affected their left side and gave them constant pain from their eye all the way down to their foot on the left side; it was 24/7, so they could not do anything about it. The patient was implanted with the dbs system this year on (B)(6) 2024. The patient's rep said the patient was not in pain after they implanted the dbs system; the pain went away for a while. The patient did not have any pain at all between when they got out of surgery and when the patient went in to have it programmed on may 10th; it worked fine for a long time, but starting about three weeks ago, the pain began to come back in the left side, and they were wondering if they need to make another adjustment. Reviewed the doctor, who may have provided the ability to change the patient's dbs settings. The caller said there were no adjustments. Pss worked with the caller to synch with the ins, and the caller described the ability to navigate to log events and could click on pain or pain-free, but nothing ever happened when they clicked that. The caller confirmed there were no options to make adjustments. The caller asked about an appointment with a manufacturer representative. Pss redirected the patient to their doctor to address the issue further and potentially to page a rep to coordinate an appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported to help resolve the return of symptoms the patient gave someone else their handset and control of their pain level, but for only one simulator, the other one increased pain. The patient¿s pain was intermittent so they were also taking gabapentin to compensate and set their settings the best they could.